Event description:
It was reported a patient with a 23mm 2800tfx aortic valve implanted in pulmonary position for eight (8) years, underwent valve-in-valve procedure due to severe pulmonary stenosis and moderate regurgitation. It was reported patient had minimal symptoms due to digeorge developmental delay, moderate to severe rv dilation indication. Tpvr was successfully performed with a 23mm 9600tfx transcatheter valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Manufacturer narrative:
Added information to h6. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common causes of regurgitation during device implantation include: device distortion occurring before or during implant; device interaction with patient anatomy or other devices; leaflet damage occurring before or during implant, and incorrectly sized valve seated. The above factors may occur during the procedure due to patient anatomical factors and/or other procedural difficulties even if the device is used within specification and within acceptable medical practice. Although it is uncommon, the procedural factors listed above may be the result of use of the device not in accordance with the IFU either inadvertently or intentionally. It is possible that distortion of the valve frame or damage to the leaflets incurred during the manufacturing process may result in regurgitation if undetected during device preparation. Visually apparent valve or leaflet anomalies are typically detected prior to implantation, resulting in device exchange. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. A device history record (DHR) review [was performed, and no relevant non-conformances were identified. Or unable to be performed as no s/n was provided]. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient, including patient age at time of implant, and digeorge syndrome.